Event description:
Ous MDR - four months after the implant procedure, during a routine fbd, it was not possible to establish telemetry with the device and no pacing spikes were visible on the ECG. This is all of the info that was provided to us. No date of explant was reported.

Manufacturer narrative:
Ous MDR.